Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that a 1.5mm hex driver tip, locking groove broke. The surgery was completed with a second driver from the tray after a 10-15-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch numbers 599700 and 611396) were examined visually under magnification. Batch number 599700: the main driver body's drive interface terminated in a singular fracture surface. This singular fractured surface started perpendicular to the device axis but exhibited cupping/sloping, with the fractured surface bending upwards to eventually become parallel to the device axis. As such, this curved fractured surface could be construed as being perpendicular, oblique, and/or parallel to the device axis at various points along the smoothly-transitioning, curved/cupped fractured surface. The fractured surface was sporadically textured, and regions adjacent to the fractured surfaces exhibited no stretching or necking (i.e. No signs of ductility). The edges of the fractured surface were sharp. Batch number 611396: the noted driver's drive feature was deformed. The lobes of the drive feature appeared to have been twisted about the axis of the device. The overall drive feature was also mildly bent off-axis. The observed device damage for the device exhibiting a breakage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode; brittle failure occured when unusually large torques were applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) usually had a singular flat fractured plane that was perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with potential additional off-axis loads) exhibited flat or cupped fractured surfaces, as well as potential multiple/complex fractured surface setups; this also resulted in fractured surfaces which were oblique/angled to the device axis or were cupped/sloped. Devices exposed to complex loading scenarios additionally exhibit off-axis deformation/bending of relevant features. Deformation of a drive feature (i.e. Twisting of lobes about the central device axis) can potentially be construed as a form of wear. Wear on instrumentation potentially occur due to long-term use, intensity of use, and/or misuse. In some cases, wear on instrumentation contributed to perceived difficulties during use. It is imperative that instruments are inspected where applicable for sharpness, wear, damage, proper cleaning, corrosion, and integrity of connect features both prior to and after use. If wear on instrumentation is observed and/or is impeding expected function, discontinue use of the noted instrument. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10 investigation findings code (annex c): updated to 3243.